Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline implants and experienced capsular contracture, baker grade unknown on the left side, a rupture on the right side, and generalized illness symptoms including fatigue and thyroid issues post-operatively. The patient indicated they were diagnosed with a fatty liver. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.